Manufacturer narrative:
A new lead was successfully implanted. No adverse patient effects were observed during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was surgically abandoned due to a fracture.